Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that ten days post implant the patient presented to the hospital due to breathlessness and vomiting. The device was interrogated and poor sensing as well as loss of capture was noted on this right atrial (ra) lead. The patient was planned for an ra lead repositioning, but after several attempts the physician could not find good sensing and pacing thresholds, thus a new lead was used while the same device remains implanted. No adverse patient effects were reported.